Event description:
A gov agency reported following bilateral intraocular lens (iol) implant procedures, a patient experienced some pain. The doctor said nothing structurally was causing the pain. In (B)(6) the patient started to have distorted vision. The patient went to an optometrist to see if anything was wrong with their vision. The optometrist said there was nothing wrong with the patient's vision. The patient was then sent to an ophthalmologist who took pictures of the implanted lens and alerted the patient there were glistenings on the lens. The surgeon tried to remove the lens during a second procedure, but the scar tissue had already grown too much to remove the lens and implant a new one. The patient also reported they are experiencing a flash in their vision and when looking at light there appears to be a half-moon shape of light in their vision. There are two MFR associated with these events. This file represents right eye where eye pain was noted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints for this lot. (B)(4).